Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of the patient's left hip. It was reported that there was a proximal stem fracture and stem loosening. Patient was revised to a restoration modular system.